Event description:
It was reported that the pump was being used for training. Upon start up, the pump immediately alarmed for high pressure. The pump is to be sent to bio-med. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). Additional information received on 26 may 2023 states, "the pump is used on patients. We just happened to be using it for training that day. It has already been seen by bio-med and is back in service for patient use." No iabp part or recorder strip was returned to teleflex chelmsford for investigation; however, the customer provided photos. The photos were reviewed. They show the iabp alarm history with 4 high baseline alarms. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of persistent high baseline alarms is confirmed based on the photos received. According to the additional information received, the pump assembly is being replaced. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the pump was being used for training. Upon start up, the pump immediately alarmed for high pressure. The pump is to be sent to bio-med. No patient involvement.